Event description:
Device malfunction: kinked sheath; device came out of the artery. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. During device insertion, a kink was found in the exchange sheath; reportedly, the physician commented that the sheath placement was done in a slightly more acute angle in the artery with this patient. Sheath splitting was completed and when the physician pulled the device back on the anterior arterial wall to get wall apposition and resistance, the device came out of the artery. The physician suspected that the vessel locator wings prematurely collapsed. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.